Event description:
It was reported that prior to the start, post anesthesia, of a da vinci-assisted surgical procedure, the system had recoverable fault 23002 during initial power on. The system was asking to disable the boom, but the issue persisted after disabling the boom. The customer hard power cycled the system four times but the issue remained the same. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found an error 32101 on axes controller platform (acp) 4. The procedure was converted to open surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred prior to start, post anesthesia and it is unknown if ports were placed or not. The reported issue identified during initial system startup. The procedure was converted to open surgery due to repeated recoverable fault.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the acp 4 to resolve the reported issue. The system was tested and verified as ready for use. Isi has requested the acp 4 involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 32101 on axes controller platform (acp) 4 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk1825. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: the customer switched to open surgery due to repeated recoverable faults that render the da vinci system in a not acceptable state. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the axes controller platform (acp) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. In-house failure analysis installed the acp on the xi system, failed to start-up the patient side cart (psc) with message along an error 32101 displayed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The axes controller platform (acp) failed for error 32101.

Event description:
Refer to h10/h11 for follow-up information.